Event description:
Outobund - pt stated that her ext tubing is leaking at the dot on the filter. As long as she has a band aid over the dot, it is fine. No further details provided. Diagnosis or reason for use: pph. Is the product compounded: no. Is the product over-the-counter: no.